Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was showing a disconnected status due to a mismatch between the station and server address values. A technical support specialist (tss) confirmed that the core.server entries with coreflag = 1 shared the same server key between the device and server databases; however, the server address and server name values did not match. Although these values were expected to update automatically during the upgrade, the device did not receive the updates for unknown reasons. The tss manually corrected the server address and name entries in the device database, after which data synchronization resumed successfully and the device became current. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and was unable to power on, device was showing a disconnected status due to a mismatch between the station and server address values. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.